Event description:
The pump pocket appeared to be infected. The pump and catheter were removed. During the explant procedure, swabs were taken of the pump pocket site and catheter site and sent for testing. The patient status was reported as ¿alive-no injury¿. The device system was delivering hydromorphone. Additional details regarding the event including patient symptoms, culture results, other actions taken, and patient outcome were requested. The hcp (healthcare professional) responded with ¿infection not due to equipment¿.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).